Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported on (B)(6) 2011 that on (B)(6) 2011, the pt's stimulator turns off by itself. Pt stated that this has been happening for a long time. Pt has both cycle and continuous programs. When stim turns off by itself, the pt uses either the magnet or the pt programmer (pp) to turn stim back on. It was suggested that the pt only use a continuous program, and only use the pp to turn stim on/off. Follow-up with the pt found the system is still turning off by itself and can be restored using the programmer. The pt is considering an alternate method to control his pain. He continues use his stimulator for some pain control. No further info is available at this time.